Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. External visual inspection, internal visual inspection, manual articulation of inputs, recognition, engagement, intuitive motion, and grip misalignment tests/inspections were performed, and the issue could not be reproduced. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the wrist of the force bipolar instrument got stuck on the hernia flap and would not release. The surgeon had to cut away part of the flap to release the instrument. No bleeding occurred from the tissue. The amount of tissue for the hernia repair was reduced. Additional suture was utilized to close the hernia. No post-op complications were reported. The procedure was completed robotically.